Manufacturer narrative:
(B)(4) explant date: not applicable; at the time of submitting this report the lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the front haptics of an intraocular lens pcb00 stuck to the optic after insertion into the patient's eye and they released only by manipulation. No patient injury reported.

Manufacturer narrative:
No visual inspection was performed as the lens remains implanted. The reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.